Manufacturer narrative:
Once the investigation is completed any additional information will be reported in a supplemental report.

Event description:
It was reported that: "mtp anchorage 1 plate broke within 2 weeks of being implanted. There's "persistent pain from patient, confirmed by xray. Xray confirmed 2 weeks post op that the plate had broke, revision surgery 2.5 months from primary surgery."

Event description:
It was reported that: "mtp anchorage 1 plate broke within 2 weeks of being implanted. There's "persistent pain from patient, confirmed by xray. Xray confirmed 2 weeks post op that the plate had broke, revision surgery 2.5 months from primary surgery."

Manufacturer narrative:
Correction to h3(device evaluated by mfg). The reported event could be confirmed since the device was returned for evaluation and matches the alleged failure. The received anchorage plate was found broken from one of the proximal holes. There are some damage marks in the fractured hole which were caused by the rubbing from other plate fragment, after the breakage. Also, in the other fragment, the corresponding damage on the bottom side are visible. A significant amount of the plastic deformation observed along the broken edges of the plate which normally happens when one segment separates gradually (fatigue manner) and rubs over the other surface. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on the above investigation, it can be said that plate was broken in a fatigue manner, however without clinical reports and other patient information, an exact root cause of the issue could not be determined. If any additional information is provided, the investigation will be reassessed.